Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6 the reason for the reported revision due to suspected infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient, initial left rtsa implanted on an unknown date, underwent a revision procedure in (B)(6) 2025 due to an infection. The implants were revised and replaced with a cement spacer. There were no concerns with the implants prior to the infection. The infection was localized going into the soft tissue and bone. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. X-rays were not able to be obtained. The explanted devices are not available for return. The hospital will not release them due to local policies. No device images were provided. No further information.

Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.